Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "unusual plot/curves". Customer reported that they are receiving unusual n2 curves on covid assay. Field service was dispatched. Field service replaced both readers. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 19jan2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples or parts were returned for this complaint and thus, returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatched. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while using the bd instrument max clinical a jagged curve was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua (B)(4). The following information was provided by the initial reporter: " the curve of n2 is strange".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical a jagged curve was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system (B)(4). The following information was provided by the initial reporter: " the curve of n2 is strange"